Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient has a history of acute deep vein thrombosis in the lower left extremity. Two weeks before the index procedure, the patient underwent a carisolv transplantation with tibial tubercle osteotomy (left knee). He subsequently presented to the physician with excruciating pain in the left hip/thigh. The patient was diagnosed with acute thrombosis of all the veins in his lower left extremity up to the internal iliac vein. The patient underwent emergent placement of the inferior vena caval filter. The medical records state that the patient may have a congenital anomaly which led to the deep vein thrombosis. The filter was deployed via right common femoral vein. It was placed just below the level of the renal veins. The patient tolerated the procedure well. No complications were experienced. The day after the index procedure, the patient had thrombolysis. Two days after the index procedure the patient still had acute extensive left lower extremity deep vein thrombosis with marked left leg swelling. A mechanical thrombectomy, balloon angioplasty procedure and thrombolytic therapy were done. Additional information received per the patient profile form (ppf) states that the patient became aware of the perforation of filter struts into unspecified organs eight years and eleven months after the index procedure. The patient continues to experience worry, fear, anxiety and sleeplessness. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. The patient underwent an updated CT scan which revealed that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, approximately six (6) struts had significantly perforated the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The legal briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The patient underwent an updated CT scan which revealed that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, approximately 6 struts had significantly perforated the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Event: as reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of acute deep vein thrombosis in the lower left extremity. Two weeks before the filter implant procedure, the patient had left knee surgery. The patient was diagnosed with acute thrombosis of the veins in his lower left extremity up to the internal iliac vein. The patient had emergent placement of the inferior vena caval filter. The filter was placed just below the level of the renal veins. The patient tolerated the procedure well. No complications were reported. The medical records indicate that the patient may have a congenital anomaly which led to the deep vein thrombosis. The patient had a CT scan which revealed the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, approximately 6 struts had significantly perforated the ivc. The day after the filter implant procedure, the patient had thrombolysis. Two days after the index procedure the patient still had acute extensive left lower extremity deep vein thrombosis with marked left leg swelling. A mechanical thrombectomy, balloon angioplasty procedure and thrombolytic therapy were done. Per the patient profile form (ppf), states the patient continues to experience worry, fear, anxiety and sleeplessness. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and adjacent structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and sleeplessness do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to (product code).